Event description:
The customer reported that he obtained a blood glucose reading of lo (indicative of a reading below 10 mg/dl) at 4:48 p.m. With the contour® next gen meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. This event is related to MDR # 1810909-2025-00014.

Manufacturer narrative:
Despite three follow-up attempts, the customer did not return the device for evaluation. Therefore, the in-house contour® next gen meter with serial (B)(6) and the in-house contour® next test strips from lot # 3mhec51a were used for in-house testing, using blood spiked with glucose at 394 mg/dl and 67 mg/dl, as determined by the ysi instrument in five replicates each. All tests recovered within the fit-for-use limits and were properly marked as blood results in the meter's memory.